Event description:
The pt tested his blood glucose on suspect device at 10:50 pm and it was 333 mg/dl. He took 24 units of nph insulin and went to bed. His wife found him at 4 am in a hypoglycemic seizure. She tried to test on suspect device but was unable to do so. She gave the pt a shot of glucagon, orange juice and 2 glucose tablets and some hydrocortizone. She called the paramedics and they tested his blood glucose on their device and it was 51 mg/ld. The pt was taken to the ER and admitted to the hosp.